Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a revision surgery (MFR. Reports # 1627487-2019-00583, 1627487-2019-00585) the physician was unable to implant the lead due to scar tissue and the procedure was abandoned. No products were implanted. Patient is stable.